Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image occurred due to patient board failure. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii video system center displayed no image issue when used with a 180 scope. The customer tried different pigtails. When the device was used with 190 scopes, it was working as intended. The customer tried different scopes and pigtails on different tower with no issue. The event occurred during preparation for use for an unknown procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. The no image issue was due to a faulty patient board. Additional findings are as follows: the housing panel has minor discoloration; and the connections had minor wear inside video connector socket. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.